Manufacturer narrative:
Results of investigation: vyaire medical's field service representative (fsr) went on-site to evaluate the customer's reported issue of "blender is leaking". Fsr was able to duplicate the reported issue and installed a new the blender. He performed all performance tests. The vent is now operational per OEM specifications.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device for evaluation.

Event description:
The customer reported while using the vela ventilator; the blender assembly is leaking. The customer reported there is no patient involvement associated with the event.